Event description:
On (B)(6) 2017, the reporter contacted lifescan (B)(4), from the united states alleging an unusual issue with the subject meter; when plugged in to a pc the meter would not charge, it would only display the pc icon. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.